Event description:
It was reported that balloon rupture occurred. During the procedure, a 3.50mm x 20mm nc emerge balloon catheter was advanced for dilation. However, it was noticed that the balloon ruptured. The device was removed and the procedure was completed with a different device. It was further reported that the distal portion of the balloon fractured during withdrawal of the device post-inflation. There was a small calcium shelf present that may have contributed to balloon failure. The device fragment remained in the patient. Multiple retrieval attempts were unsuccessful, and the patient ultimately required surgical intervention.

Event description:
It was reported that balloon rupture occurred. During the procedure, a 3.50mm x 20mm nc emerge balloon catheter was advanced for dilation. However, it was noticed that the balloon ruptured. The procedure was completed with a different device.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.